Event description:
It was reported the customer's insulin pump was broken near the battery compartment. It was also reported the thread was broken and there was a missing dome label. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and broken battery tube threads. No missing dome sticker noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.